Manufacturer narrative:
Related report numbers: 3004548776-2026-00095, 3004548776-2026-00096, 3004548776-2026-00097, 3004548776-2026-00098.

Event description:
The following has been reported by customer: during preventive maintenance on the (B)(4) devices, customer replaced three air detectors. Initially, the devices had no issues, but after the update, they detected air bubbles despite testing with several new tubes and checking that they were filled with water. Here are the serial numbers of the pumps concerned: (B)(6). The "faulty" detectors have been kept and can be sent for investigation. In addition, since the preventive maintenance and software update, the user service has been experiencing difficulties with this detection during red blood cell transfusions. The devices detect infinitesimally small bubbles (or no bubbles at all) and detect larger, real bubbles too late. Despite attempts to dislodge these "microbubbles" by tapping on the tubing, it is simply impossible to continue administering the product. Customer therefore switch to free flow in order to complete the treatment. Yesterday, the issue occurred on two devices: (B)(6). They had been checked on january 9 and january 23. They have been isolated from service and can be sent for investigation. Reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation.